Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the lantern delivery microcatheter (lantern) hit the floor and became contaminated upon removal from the packaging. The reported issue was found prior to use. Therefore, the lantern was not used in the procedure. The procedure was completed using a new lantern.